Manufacturer narrative:
Reported event of ¿tip was cracked¿ was confirmed based on photographic evidence and device evaluation. Received two ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The distal tips of the devices are broken with pieces missing. The missing pieces were not returned with the devices. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: connect the single lumen adapter to the veress needle luer port and insert in accordance with the manufacturer¿s instructions. Failure to properly follow the instructions for use can lead to serious surgical consequences. The design features of the bladeless optical tip access port are intended to minimize the likelihood of penetration injury to underlying anatomical structures. However, the standard precautionary measures employed in all such insertions must be observed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robot-assisted radical cystectomy procedure on (B)(6) 2023 when it was reported ¿the facility checked the state of the tip of the airseal trocar with a camera before removing the robot arm, and it was confirmed that the tip was cracked. From there, they searched for the missing part in the abdominal cavity, and found the missing part in the small intestine in about 10 minutes. There is almost no possibility that the tip of the airseal trocar is in contact with a hard object. The doctor who used it as an assist port gave the following opinion: needles are used to ligate the abdominal cavity, but when the needles used were pulled out, they were caught at the tip more than ever and were difficult to pull out. When it was caught, the needle holder was grasped strongly and pulled out." Further assessment questioning found that the trocar was being use as an assist port and the device did fragment and was retrieved. The procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The current status of the patient is ¿unknown¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during a robot-assisted radical cystectomy procedure on (B)(6) 2023 when it was reported ¿the facility checked the state of the tip of the airseal trocar with a camera before removing the robot arm, and it was confirmed that the tip was cracked. From there, they searched for the missing part in the abdominal cavity, and found the missing part in the small intestine in about 10 minutes. There is almost no possibility that the tip of the airseal trocar is in contact with a hard object. The doctor who used it as an assist port gave the following opinion: needles are used to ligate the abdominal cavity, but when the needles used were pulled out, they were caught at the tip more than ever and were difficult to pull out. When it was caught, the needle holder was grasped strongly and pulled out." Further assessment questioning found that the trocar was being use as an assist port and the device did fragment and was retrieved. The procedure was completed with a 10-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. The current status of the patient is ¿unknown¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.